Event description:
The reporter stated the haptic of an aq2003v silicone three piece lens was bent and there was no patient contact. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch report will be submitted.